Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed without issue and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.